Manufacturer narrative:
Per the clinic, the patient was prescribed antibiotics due to chronic infections at the abutment site. Subsequently on (B)(6) 2016, the patient underwent revision surgery; the abutment was removed and a magnet was placed. The implanted device remains.

Event description:
Per the clinic, the patient experienced chronic infections at the implant site. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.